Event description:
Both unid rods implanted in (B)(6) 2017 are broken in lower lumbar region. No details were given of how the rods broke, patient does not have an injury, is asymptomatic, and does not require a surgery as of now.